Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited high capture threshold, low pacing impedance and noise. The ra lead was capped. The patient was in stable condition.